Manufacturer narrative:
(B)(4).

Event description:
It was reported that, two years prior to this report, the patient fell and ¿they had to do work¿ on the catheter. The pump medications at the time of the event were not reported. However, at the time of this report, the device system was used to deliver bupivacaine and dilaudid.